Event description:
The following information was reported by the sales professional: while supporting an md, I (sales professional) was requested by another md who is a certified mynx user to view a femoral angiogram. The patient underwent a procedure on (B)(6) 2015 resulting from an nstemi and significant bruising remained from the manual compression and/or leg restraints, plus regarded as high risk for bleeding complications.) There was pad (peripheral artery disease) present near the access site but not profound, and no other factors precluded the decision to close using the mynx along with added back-end hold time. I set expectations due to the patient's/case-related risk factors, then, we moved forward utilizing the buddy wire technique. The mynx device was removed, manual pressure was applied and the closure appeared to have been succeeded as the site was dry and the rt did not indicate when asked that there was a potential problem. I returned to other activities and learned later from the md that the patient incurred a hematoma over 6 cm in size, became hypotensive, and was subsequently stabilized and moved to the ccu. I followed-up twice with the ccu registered nurse before departing the hospital and it was noted that the patient remained stable. When I returned to the ccu the next day, the patient had improved and was transported to the floor. The md does not believe that mynx is responsible but conceded it is impossible to know; additionally, he suggested possibility that the hematoma was related to the prior procedure from (B)(6) 2015. We agreed that difficult hemostasis was likely multi-factorial and he stood by the decision to close with mynx. The following are relevant case details: md suggested that hydralazine dose may have been too much for patient; noteworthy that this could have caused hypotension. While I stepped away to confirm act, the md successfully reinserted the procedural sheath with the dilator. The md had initially attempted to insert the procedural sheath without the dilator, which likely caused the vessel trauma. Patient is known to be generally intolerant of some meds administered during case and was vomiting upon arrival at ccu. H&h level was normal as advised by ccu rn next day. No rpb and hematoma was contained near access site. Manual compression was applied for more than 30 minutes. The patient was hospitalized. In the doctor's opinion, the event was not caused by the mynx device/procedure because due to the multiple risk factors described above, the doctor is uncertain but does not believe the complication was mynx related. Procedure type: intervention coronary stick location: medium sheath size: 6f vessel size: 7 mm vessel type: arterial.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be conclusively determined. However, it was reported that the patient was regarded as high risk for bleeding complications and the doctor does not believe the complication was mynx related. Additionally, the narrative states that the procedural sheath was mistakenly removed over the buddy wire and the doctor attempted to re-insert the procedural sheath without a dilator which could contribute to vessel trauma and enlarge the arteriotomy. A review of the lhr was not possible as the lot number was not provided. (B)(4).

Manufacturer narrative:
The device investigation summary is being updated to include some additional information. Based on the information provided, the root cause of the reported event could not be conclusively determined. However, it was reported that the patient was regarded as high risk for bleeding complications and the doctor does not believe the bleeding complications was mynx related. Additionally, the narrative states that the patient underwent a procedure on (B)(6) 2015 resulting from an nstemi. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of the mynx device have not been established in patients with prior surgical procedure, pta, stent placement, or vascular graft in the vicinity of the puncture site. Moreover, the narrative also states that the procedural sheath was mistakenly removed over the buddy wire and the doctor attempted to re-insert the sheath without a dilator which could contribute to vessel trauma and enlarge the arteriotomy.